Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 after further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be sent upon the completion of investigation.

Event description:
It was reported by customer that during use of cardiosave intra aortic balloon pump, there was a gas loss in iab circuit alarm and iabp forced standby. There was no harm or injury reported.